Manufacturer narrative:
No information available. Device history record could not be reviewed as product specific information was not available. Exact cause of the event cannot be determined as the product was not returned for analysis. It was reported that the valve had initially been implanted at a different facility, and that the serial number of the product was not available. As such, a review of the device history could not be performed. It was reported that the excised leaflets will not be returned for analysis. Conclusions: the excised leaflets will not be returned for analysis, and product specific information cannot be obtained. Consequently, a complete investigation into this event cannot be completed, and root cause cannot be determined. However, the explanting surgeon indicated that the valve was insufficient because of anatomical distortion, and not because of a tissue failure. Medtronic continues to monitor field performance to detect similar events.

Event description:
Medtronic received information that the patient with this bioprosthetic pulmonary conduit valve required an additional surgical procedure for residual ventricular septal defect, tricuspid regurgitation, and for incorporation of the aorto-pulmonary collateral vessels. During this procedure, the surgeon excised the leaflets of this pulmonary conduit valve, and implanted a larger porcine pulmonary bioprosthesis within this bovine bioprosthesis valve. It was reported that the pulmonary conduit valve had appeared grossly normal, with no calcification or tears. Medtronic subsequently received additional information that this pulmonary valve had become insufficient due to anatomic distortion, which had contributed to the reop indication. No adverse patient outcomes have been reported.